Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was then pulled back inside the guide catheter; however, the guide catheter tip and the proximal part of synergy stent interfered with each other and the stent shortened. The device was removed and the shaft was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a stent delivery system (sds) was returned for analysis without the manifold and strain relief hub. A visual and microscopic examination of the crimped stent identified stent damage. The stent was damaged in the mid-section; stent struts were stretched and bunched. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 124cm proximal to the tip, the portion of the device proximal of the break site including the strain relief and manifold hub was not returned. Multiple hypotube kinks were also noted along the hypotube. The effective length of the catheter must be 144+/-5 cm. The effective length is defined by the end of the strain relief to the distal tip of the catheter. Therefore the hypotube break occurred 20+/-5mm distal to the strain relief. A visual and tactile examination of the shaft polymer extrusion revealed shaft polymer extrusion bunching 200mm distal from the port weld. The shaft polymer extrusion was stretched at the guidewire exchange port. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The directions for use states; ¿¿if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur.¿¿ however it was reported that the unexpanded stent was damaged when it was pulled back into the guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that stent damage and shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was then pulled back inside the guide catheter; however, the guide catheter tip and the proximal part of synergy stent interfered with each other and the stent shortened. The device was removed and the shaft was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.